Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found.the receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was reviewed hardware related failure errors were observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. The root cause could not be determined.